Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon attempt interrogation, the pulse generator exhibited telemetry anomaly and displayed an error message. The device would be interrogated in an another room. On (B)(6) 2015, the patient presented in clinic feeling fatigue. The device could not be interrogated. The patient was not exposed to emi and removing the rf antenna did not resolve the issue. The device was attempted to be interrogated in three other rooms but were unsuccessful. On (B)(6) 2015, the device was explanted and replaced. No further information was available.